Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the shaft, balloon and in the hub, guide wire lumen, balloon and inflation lumen, consistent with a leak while in the patient anatomy. There was contrast on the shaft and in the inflation lumen, consistent with preparation. The balloon was returned loosely folded. The hypotube had separated 34 cm distal to the strain relief tubing, confirming the reported event. The fracture faces were ovaled as if kinked prior to separation. The hypotube jacket was stretched and separated at the same location. There was a kink in the hypotube 19 cm proximal to the separation and 68.5 cm distal to the separation. There were bends in the hypotube 11 cm and 41 cm distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. The shaft outer member was wrinkled and torn 5 cm distal to the guide wire exit notch for a length of 2 mm and wrinkled 9 cm distal to the guide wire exit notch for a length of 1 mm. The distal end of the balloon catheter was attached to a new indeflator filled with water and the balloon was pressurized to the rated burst pressure (rbp) of 14 atmospheres and the balloon held pressure and there was no rupture noted. While the balloon was being pressurized a small leak was noted at the wrinkled outer shaft 5 cm distal to the guide wire exit notch. In this case, it is possible that the catheter met resistance during advancement in the mildly tortuous and moderately calcified lesion, resulting in the shaft bunching noted and the hypotube shaft kinking outside of the patient anatomy as there was no damage noted to the catheter during the inspection prior to use. It is likely that the shaft material was damaged (scratched) during interactions with the calcified anatomy, such that the shaft tore during inflation, which was perceived by the account as a balloon rupture. Further manipulation of the hypotube shaft would have contributed to the shaft ultimately separating. The reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for ruptures, shaft damage or hypotube separations for this lot. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during dilatation in the mid left anterior descending artery, during the first inflation of the rx voyager balloon at 10 atmospheres, blood came out of the inflation lumen. The shaft was damaged approximately 30 cm from the hub and blood leaked out of the shaft. Reportedly, there was no resistance during advancement of the device and it is unknown when the shaft became damaged. No further dilatation was performed and a xience v stent was successfully deployed. There was no reported significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.